Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that, at the time of this report, the patient¿s pain had been getting worse. The patient¿s catheter reportedly worked right for a few months. It was stated that ¿they just keep turning it up and up¿and ¿they did 10mg for almost 8 months¿ before the flow was checked. At the time of this report, it was ¿rolled up on the butt cheek¿. At the time of this report, the catheter had also been occluded for approximately one month. Three weeks prior to this report, the pump was turned up, but it didn¿t seem to make a difference. The hcp attempted to aspirate the catheter from the catheter access port (cap), but was unable to aspirate or inject, so they determined that the catheter was occluded. A catheter revision or replacement was planned. It was noted that the patient would possibly get a different opinion from a different doctor. The device system was used to deliver bupivacaine 19mg/ml at 3.8mg/day and morphine 20mg/ml at 4mg/day. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.